Event description:
The customer reported via telephone call that the sensor reading was 40 mg/dl when the blood glucose reading was 110 mg/dl. The customer declined troubleshooting for the issue. The customer reported that her a1c had gone from 13 to 7. The customer was advised that the sensors would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.